Manufacturer narrative:
It was reported that this device event is not malfunction reportable. Therefore, this medwatch report is not reportable.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure the device blade continued to rotate due to the fact the generator was on the wrong setting. The setting was changed on the generator and another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.